Manufacturer narrative:
The subject device has not yet been received for evaluation. The root cause of the issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported an error code b40 error showed on the device. The issue found during an unspecified procedure. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation, the legal manufacturer's final investigation and device history record. Upon inspection of the customer¿s returned device it was observed, the reported issue regarding error code b40 was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was noted that error code b40 alarms when compound media (cm) board gets defective. The root cause of the reported issue could not be identified. Olympus will continue to monitor the field performance of this device.